Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 275 mg/dl at the time of the incident. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The customer reported a keypad anomaly where the buttons were not working and they got a button error alarm. The customer stated that the keypad anomaly led to the high event. Troubleshooting was not completed due to the keypad anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was received with intermittent down arrow button response due to corroded keypad traces. Keypad connector was fully locked. Device was received with missing keypad overlay.